Manufacturer narrative:
Corrected data: g4: premarket identification number updated/corrected. Investigation summary: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported receiving a false positive result while testing her son with the binaxnow covid-19 ag self test on (B)(6) 2021. Repeat testing on (B)(6) 2021 also generated positive results. The testing was performed on nasal samples. Pcr confirmation testing ((B)(6) 2021) generated negative results. Per the customer, her son was symptomatic with a cough. The false results did not result in any treatment. Although requested, additional information was unavailable.